Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under up, down and ok buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there is no visible damage to the keypad. All of the keypad buttons responded appropriately. There was contamination found under the up, down and ok buttons. (B)(6).